Event description:
It was reported that the patient has expired. The date of death and implant duration are unknown. Through follow-up with the surgeon's office, a copy of the operative report for the surgery of (B)(4)2010 was received. Unfortunately, no further details regarding the reported event were provided. The cause of death remains unknown.

Manufacturer narrative:
Device not returned. The event was learned through implant patient registry. Through follow up with the surgeon's office, it was learned that the device was not explanted. No further details regarding the reported event were provided. The cause of death remains unknown. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.